Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad was verified as inoperable. The cause was determined to be a failed non-original equipment manufacturer keypad. Due to the received condition of the device, it has been rendered unrepairable. Should additional relevant information become available, a supplemental report will be submitted.